Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia),heavy bleeding') in an adult female patient who had essure (batch no. 774378) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included skin lesion and ovarian cyst. Concomitant products included amiloride hydrochloride;hydrochlorothiazide (amilostad hydrochlorthiazide), ascorbic acid;biotin;calcium carbonate;chromium;colecalciferol;cupric oxide;cyanocobalamin;dl-alpha tocopheryl acetate;ferrous fumarate;folic acid;linoleic acid;linolenic acid;menadione;molybdenum;nicotinamide;omega-3 fatty acids;pantothenic acid;pyridoxine hydrochloride;riboflavin;selenium;thiamine mononitrate;zinc oxide (primacare), clomifene citrate (clomiphen), escitalopram oxalate (lexapro), gabapentin, levothyroxine, lisinopril, losartan and progesterone (prometrium). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhoea (cramping),heavy cramping"). In (B)(6) 2012, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced menstrual disorder ("abnormal periods"). On an unknown date, the patient experienced tooth disorder ("dental problems"). The patient was treated with surgery (ablation and total hysterectomy(uterus and cervix removed), unilateral salpingectomy -right side, unilateral salp). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, dyspareunia and dysmenorrhoea had resolved, the tooth disorder and menstrual disorder outcome was unknown and the fatigue was resolving. The reporter considered dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, menstrual disorder, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia),heavy bleeding') in an adult female patient who had essure (batch no. 774378) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included skin lesion and ovarian cyst. Concomitant products included amiloride hydrochloride;hydrochlorothiazide (amilostad hydrochlorthiazide), ascorbic acid; biotin; calcium carbonate; chromium; colecalciferol;cupric oxide;cyanocobalamin; dl-alpha tocopheryl acetate; ferrous fumarate; folic acid; linoleic acid; linolenic acid; menadione; molybdenum; nicotinamide; omega-3 fatty acids; pantothenic acid; pyridoxine hydrochloride; riboflavin; selenium; thiamine mononitrate; zinc oxide (primacare), clomifene citrate (clomiphen), escitalopram oxalate (lexapro), gabapentin, levothyroxine, lisinopril, losartan and progesterone (prometrium). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhoea (cramping),heavy cramping"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced menstrual disorder ("abnormal periods"). On an unknown date, the patient experienced tooth disorder ("dental problems"). The patient was treated with surgery (ablation and total hysterectomy(uterus and cervix removed), unilateral salpingectomy -right side, unilateral salp). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia and dysmenorrhoea had resolved, the tooth disorder and menstrual disorder outcome was unknown and the fatigue was resolving. The reporter considered dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia), heavy bleeding') in an adult female patient who had essure (batch no. 774378) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". Concomitant products included amiloride hydrochloride; hydrochlorothiazide (amilostad hydrochlorthiazide), ascorbic acid; biotin; calcium carbonate; chromium; colecalciferol; cupric oxide; cyanocobalamin; dl-alpha tocopheryl acetate; ferrous fumarate; folic acid; linoleic acid; linolenic acid; menadione; molybdenum; nicotinamide; omega-3 fatty acids; pantothenic acid; pyridoxine hydrochloride; riboflavin; selenium; thiamine mononitrate; zinc oxide (primacare), clomifene citrate (clomiphen), escitalopram oxalate (lexapro), gabapentin, levothyroxine, lisinopril, losartan and progesterone (prometrium). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhoea (cramping),heavy cramping"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced menstrual disorder ("abnormal periods"). On an unknown date, the patient experienced tooth disorder ("dental problems"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed), unilateral salpingectomy -right side, unilateral salp). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia and dysmenorrhoea had resolved, the tooth disorder and menstrual disorder outcome was unknown and the fatigue was resolving. The reporter considered dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received: previously reported event of injury was updated to pelvic pain. New event - abnormal bleeding (vaginal, menorrhagia),tubes), dental problems, dyspareunia (painful sexual intercourse), fatigue, dysmenorrhoea (cramping), abnormal periods and plaintiff did not undergo essure confirmation test were added. New reporter, patient demographic, essure indication, stop date ,lot number , concomitant medication. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.